Manufacturer narrative:
The reported event of ¿thresholds was abnormally high¿ was not confirmed. As received, a complete lead with stuck stylet was returned in one piece. The connector pin with the cap and crimp sleeve were found pulled out from the connector assembly stretching the inner coil consistent with damage due to excessive forces applied while attempting to remove the stylet from the lead. The ptfe coating of the stuck stylet was found stripped and was bunched up with the inner coil distal to the connector pin. Electrical testing and x-ray examination of the lead did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that during an implant procedure, the left ventricle (lv) lead exhibited abnormally high threshold. The physician elected to not used the lead and a new lead was implanted. The patient was stable throughout the procedure.